Event description:
It was reported that the user removed the ilet for an exam and later experienced continuous glucose sensor connectivity issues when attempting to pair a libre 3 plus with the ilet, resulting in no cgm glucose values, a ¿pair with sensor¿ message, dosing stopped, and a subsequent ¿replace sensor now¿ prompt; the user briefly transitioned to a dexcom g7 with a warm-up but ultimately reverted to subcutaneous insulin via pen while planning to reconnect later. Symptoms included nausea and headache, with reported blood glucose up to 286 mg/dl. Outcomes included temporary interruption of automated insulin dosing and reliance on manual blood glucose meter entry and multiple daily injections. Investigation included guided troubleshooting to rescan the libre sensor, review alerts, restart the ilet, switch to an alternate cgm with pairing code entry, and initiate a new sensor scan. Investigation of this case revealed a failed cgm pairing and sensor replacement requirement, which prevented cgm data transmission to the ilet and prompted automatic dosing suspension, consistent with a sensor communication or pairing failure necessitating a new cgm. It was concluded, based on previously established findings for similar reports, that the cause was a cgm pairing failure requiring sensor replacement, with system behavior operating as designed to stop dosing in the absence of valid cgm data.